Manufacturer narrative:
All operating currents are within specification. Unit passed displacement test and self test. No blank display noted during testing. Devicereceived with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 250 mg/dl. The customer was treated with manual injection. The customer declined troubleshooting for high blood glucose. The customer reported that they had blank display. The customer was advised to insert new aa battery and the display did not return after pump restart. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.